Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump alarmed stuck button and had a high blood glucose event. The customer¿s blood glucose was 600 mg/dl at the time of incident. Customer's parent reported that the customer's blood glucose reading was due to an infusion set bent cannula. Customer's parent changed the infusion set and treated with insulin pump and manual injection. Customer's parent also reported that the insulin pump had a stuck button alarm and during troubleshooting it was confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing